Event description:
The customer reported that the 8800 system displayed a high milliamp and generator error messages. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the monoblock tube, and performed filament calibration. The system was tested and is operating as intended.